Event description:
The customer alleged two employees, herself and another technician, reported they have had issues when working with the sterrad nx sterilizer. The first employee reported headaches, sinus issues, coughing, and her equilibrium being off. This lasted for two months and occurred intermittently throughout the day. The customer went to her own doctor and had a pulmonary function test. He provided medication for her sinuses. The customer has had no further symptoms since the sterrad was serviced. Further follow-up indicated the employee was taking three different blood pressure medications. Once her doctor changed her blood pressure medication, she no longer experienced any vertigo symptoms. Her headache and other symptoms have also subsided. She thinks that her vertigo, (initially reported as equilibrium off), headache and other symptoms were due to the haze or leak in the sterrad. She has not had this symptom since this leak was corrected. Her physician changed her hypertension medication as she experiencing low blood pressure. After having used a prescribed inhaler (unspecified), she has had no further symptoms.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes. Results of 500 mg/dl and 120 mg/dl were plotted on the parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Fse completed pm 1. All parameters in specification. Completed technical bulletin for replacing vacuum pump nylon plugs to stainless steel. Also completed the technical bulletin for a new door handle steel. This is one of two reports being submitted. Please reference manufacturer report number: 2084725-2009-00422.